Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), the first episode of abdominal distension ("bloating"), the first episode of arthralgia ("joint pain"), fatigue ("tired all time"), arthritis ("arthritis"), the second episode of abdominal distension ("bloating"), the second episode of arthralgia ("joint pain"), inflammation ("inflammation"), loss of libido ("lack of desire to have sex"), tooth loss ("tooth loss"), amnesia ("memory loss"), headache ("headaches"), feeling abnormal ("brain fog"), mood altered ("moody") and pain ("whole body hurts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubes removed (salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pain outcome was unknown. The reporter considered amnesia, arthritis, back pain, fatigue, feeling abnormal, headache, inflammation, loss of libido, mood altered, pain, tooth loss, weight increased, the first episode of abdominal distension, the first episode of arthralgia, the second episode of abdominal distension and the second episode of arthralgia to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. New event tired all time was added. On 23-mar-2020: new events arthritis, weight gain, bloating, joint pain, chronic pain, moody, inflammation, lack of desire to have sex, tooth loss, memory loss, headache and brain fog were added. On 23-mar-2020: social media received. New event added: whole body hurts. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating") and arthralgia ("joint pain"). The patient was treated with surgery (tubes removed (salpingectomy)). Essure was removed. At the time of the report, the medical device removal, abdominal distension and arthralgia outcome was unknown. The reporter considered abdominal distension, arthralgia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: joint pain, bloating, tubes removed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.